Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 32mm mitral annuloplasty ring was implanted and explanted during the same procedure. The device was replaced with a 31mm mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.